Event description:
Patient had resorbable bone void filler implanted during a resection of a giant cell tumor on the left knee with reconstruction. Approximately one month post-op, the patient was experiencing "stiffness, swelling and erythema" at the implant site and "leaking" from the wound site. An I & d was performed approximately one week later. The graft material was not explanted and remains in patient. The patient is being treated with steroids and nsaids, and is reportedly "stable, and to start pt for gait tolerance." No lot information was provided.

Manufacturer narrative:
(B)(6). (B)(4). The subject device was implanted and was not returned for evaluation. No lot information was provided, therefore no review of the device history records was possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.